Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a crack in the bullet tip of the dissector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The dissection tip device was returned to the factory for evaluation. Signs clinical use and no evidence of blood were observed. There were no defects observed in the visual inspection. It was further evaluated under a microscope and no crack was observed. Based on the results of the evaluation, the reported complaint for "break" was not confirmed. The certificate of conformance were reviewed for dissection tip. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The c of c for the dissection tip is attached for review.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a crack in the bullet tip of the dissector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.